Event description:
It was reported that fluid intrusion occurred on a battery module. The customer stated that soda was spilled on the device.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and found that fluid intrusion occurred. The fluid caused a short on the veatt which caused the printed circuit board to overheat. Further engineering investigation found that the fluid was able to enter the battery module due to a lack of grease at the top of the case. At this time, the date of event is unknown.